Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis, stent thrombosis, and death occurred. The physician implanted a 2.50x16mm taxus express2 drug eluting stent in the proximal left anterior descending (lad). Five hundred nineteen days later, the physician treated the lad with a 2.50x12mm stent of unknown type for in-stent restenosis. Another 315 days later, the pt presented with very late stent thrombosis. The physician restented the entire vessel with bare metal stents of unk size, type, and quantity and the pt was put on a balloon pump. Five days later, the pt died while still in the hospital. The pt was put on plavix following the initial stenting treatment procedure, but it was unclear as to whether the pt was still on it at the time of the events. The cause of death and the device relationship is unk. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.